Manufacturer narrative:
Refer to regulatory report #3004209178-2021-16463 the patient had two implanted systems and it was not clear which issues pertained to which implanted system. The referenced report pertains to the patient¿s other system. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient had a revision done on their device for their "central nervous system". Pt was unable to confirm a date. Due to the nature of the caller, ps was unable to collect details relating to the revision.